Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/07/2016 with the following findings: visual inspection revealed that the keypad cover was torn at the ok keypad button. The ok button was under-responsive. The keypad cover was removed, revealing that the ok button contact was deformed. The pump casing was opened and no defects were found to other internal keypad components. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked in two places.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The keypad reportedly was damaged and the ok and down buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.